Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 145mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the customer subjects the pump to abrupt temperature changes. Tandem technical support advised the customer to prevent abrupt temperature changes to the pump. A supply change was performed and insulin deliveries were successfully resumed.